Event description:
It was reported that the lead wires were removed and the implantable neurostimulator (ins) was replaced in (B)(6) 2010. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).